Event description:
The customer reported the system would not power up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.